Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument fragment falling inside the patient, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the tip of the harmonic ace instrument broke off inside the patient while in use. The instrument fragment was retrieved during the same procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.